Event description:
The customer was hospitalized for low bgs. The customer first noticed low bgs in the morning. Had cereal, and bgs rose. The customer corrected and battled lows all day. The customer contacted dr and their was advised to lowered basal rates and not to take manual injections. On sunday, customer was admitted with a 70 and continued ot decline to 58 within a short period of time. It was reported that the customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Suggested the customer to call their dr to discuss possible cause of low bgs. During the call it was reported that the dr dropped the pump at hosp on the floor and it is cracked. Instructed the customer to discontinue the pump use.